Event description:
In the process of notifying hte patient that their device may be nearing end of service it was discovered that the pt's device had been explanted due to infection. Both the generator and lead (including electrodes) were explanted. The infection has resolved.